Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had shown interference and the connection cable was pulled out. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed, noise occurs in the image, and leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of the cable unit, noise occurred, leak and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This issue occurred before a therapeutic urology procedure that was able to be completed using a similar device.